Event description:
It was reported that the patient had an urgent transplant and status 1 due to exception. The outcome was considered device or therapy related.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.